Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels since starting on the pump on (B)(6) 2015. The customer's bg levels were reported to be in the 180 to 200s range (mg/dl); however, the exact value was not provided. The customer changed out the cartridge on (B)(6) 2015 and took a correction bolus. The customer changed the site and infusion set tubing on (B)(6) 2016. An occlusion alarm occurred on (B)(6) 2016. During troubleshooting with tandem technical support, air bubbles in the luer lock and tubing were noted. The customer was guided through the process of priming the tubing to remove the air. In addition, the customer was instructed regarding cartridge labeling instructions, as the same cartridge had been in use for 3 days.

Manufacturer narrative:
.